Event description:
The customer reported an intermittent artifact in images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could no reproduce the reported problem. (B) (4)